Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, cancer-ndr.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Patient later reported "leaking." Patient also reported "cancer" which is not device related. Healthcare professional additionally reported possible rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted.